Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing "pectoral stimulation." The right ventricular (rv) lead exhibited noise. The lead was reprogrammed, later explanted and replaced. No further patient complications have been reported as a result of this event.